Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, failure to sense was observed on the atrial channel after connecting the lead. The lead was removed from the header and tested again through the pacemaker system analyzer with no issues. A connection anomaly was noted on the ICD. Patient was asymptomatic. The device was removed and replaced. Patient was in stable condition after the procedure.